Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and infection ("infection"). The patient was treated with surgery (laparoscopy with removal of essure coils, bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 34-year-old female patient who had essure (batch no. 624487) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test." The patient's medical history included toothache, redness gum, dental abscess, smoker, cramp in lower abdomen, headache, penicillin allergy and tubal ligation. Previously administered products included for an unreported indication: depo provera from 2002 to (B)(6) 2007. Concurrent conditions included hemorrhoids, back pain, otitis media, pneumothorax, anxiety, nicotine dependence, cervical disc disease, copd, depression, drug addiction, intervertebral disc protrusion, radiculopathy, cervical spinal stenosis, neck pain, numbness of upper extremities, paraesthesia upper limb, weakness, spinal fusion surgery, shoulder pain, nasal congestion, cough, sore throat, carpal tunnel syndrome, wrist pain, shortness of breath, anemia, gerd, left lower quadrant pain, female pelvic peritoneal adhesions and hemorrhagic cyst. Family history included psychiatric disorder nos, asthma and diabetes mellitus. Concomitant products included buspirone from (B)(6) 2017 to (B)(6) 2018 and escitalopram since (B)(6) 2017 for depression, nsaids from (B)(6) 2007 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2017 for migraine headache as well as clonazepam, cyclobenzaprine, hydrocodone;paracetamol (acetaminophen;hydrocodone), omeprazole from (B)(6) 2017 to (B)(6) 2018, ondansetron (ondasetron) from (B)(6) 2017 to (B)(6) 2018, paracetamol (tylenol) since (B)(6) 2007, pregabalin from (B)(6) 2017 to (B)(6) 2018, salbutamol (albuterol) since (B)(6) 2011, trazodone and varenicline. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menstrual disorder ("menstruation issues"), infection ("infection"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with alprazolam, celecoxib (celexa) and surgery (laparoscopy with removal of essure coils, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, infection, depression, anxiety, migraine, female sexual dysfunction and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain,abdominal, chronic, back pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: two attenuated portions of metallic material consistent with essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs was received. Event apareunia, fatigue were added. Treatment and concomitant drugs were added. Outcome updated for pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 624487) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". The patient's medical history included toothache, redness gum, dental abscess, smoker, cramp in lower abdomen, headache, penicillin allergy and tubal ligation. Concurrent conditions included hemorrhoids, back pain, otitis media, pneumothorax, anxiety, nicotine dependence, cervical disc disease, copd, depression, drug addiction, intervertebral disc protrusion, radiculopathy, cervical spinal stenosis, neck pain, numbness of upper extremities, paraesthesia upper limb, weakness, spinal fusion surgery, shoulder pain, nasal congestion, cough, sore throat, carpal tunnel syndrome, wrist pain, shortness of breath, anemia, gerd, left lower quadrant pain, female pelvic peritoneal adhesions and hemorrhagic cyst. Family history included psychiatric disorder nos, asthma and diabetes mellitus. Concomitant products included buspirone from (B)(6) 2017 to (B)(6) 2018, clonazepam, cyclobenzaprine, escitalopram from (B)(6) 2017 to (B)(6) 2018, hydrocodone;paracetamol (acetaminophen;hydrocodone), nsaids from (B)(6) 2007 to (B)(6) 2017, omeprazole from (B)(6) 2017 to (B)(6) 2018, ondansetron (ondasetron) from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen), pregabalin from (B)(6) 2017 to (B)(6) 2018, salbutamol (albuterol) since (B)(6) 2011, trazodone and varenicline. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and infection ("infection"). The patient was treated with surgery (laparoscopy with removal of essure coils, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: three coils were visible following placement in right tube. Essure implant was also placed in left tube, three coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final pathologic diagnosis left and right fallopian tubes, sterilization: segments of fallopian tubes with no significant pathologic change. Multiple (2) essure coils grossly identified. Gross description: also in the container are two attenuated portions of metallic material consistent with essure coils no gross abnormalities are appreciated. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 9-aug-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, migraines / headaches, dysmenorrhea (cramping). Lot number, medical condition, concurrent condition and concomitant medication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 624487) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". The patient's medical history included toothache, redness gum, dental abscess, smoker, cramp in lower abdomen, headache, penicillin allergy and tubal ligation. Concurrent conditions included hemorrhoids, back pain, otitis media, pneumothorax, anxiety, nicotine dependence, cervical disc disease, copd, depression, drug addiction, intervertebral disc protrusion, radiculopathy, cervical spinal stenosis, neck pain, numbness of upper extremities, paraesthesia upper limb, weakness, spinal fusion surgery, shoulder pain, nasal congestion, cough, sore throat, carpal tunnel syndrome, wrist pain, shortness of breath, anemia, gerd, left lower quadrant pain, female pelvic peritoneal adhesions and hemorrhagic cyst. Family history included psychiatric disorder nos, asthma and diabetes mellitus. Concomitant products included buspirone from october 2017 to april 2018, clonazepam, cyclobenzaprine, escitalopram from october 2017 to april 2018, hydrocodone;paracetamol (acetaminophen;hydrocodone), nsaids from october 2007 to october 2017, omeprazole from october 2017 to april 2018, ondansetron (ondasetron) from october 2017 to april 2018, paracetamol (acetaminophen), pregabalin from october 2017 to january 2018, salbutamol (albuterol) since (B)(6) 2011, trazodone and varenicline. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2008, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and infection ("infection"). The patient was treated with surgery (laparoscopy with removal of essure coils, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: three coils were visible following placement in right tube. Essure implant was also placed in left tube, three coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2017: final pathologic diagnosis left and right fallopian tubes, sterilization: segments of fallopian tubes with no significant pathologic change. Multiple (2) essure coils grossly identified. Gross description: also in the container are two attenuated portions of metallic material consistent with essure coils no gross abnormalities are appreciated. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and infection ("infection"). The patient was treated with surgery (laparoscopy with removal of essure coils, bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 34-year-old female patient who had essure (batch no. 624487) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". The patient's medical history included toothache, redness gum, dental abscess, smoker, cramp in lower abdomen, headache, penicillin allergy and tubal ligation. Concurrent conditions included hemorrhoids, back pain, otitis media, pneumothorax, anxiety, nicotine dependence, cervical disc disease, copd, depression, drug addiction, intervertebral disc protrusion, radiculopathy, cervical spinal stenosis, neck pain, numbness of upper extremities, paraesthesia upper limb, weakness, spinal fusion surgery, shoulder pain, nasal congestion, cough, sore throat, carpal tunnel syndrome, wrist pain, shortness of breath, anemia, gerd, left lower quadrant pain, female pelvic peritoneal adhesions and hemorrhagic cyst. Family history included psychiatric disorder nos, asthma and diabetes mellitus. Concomitant products included buspirone from (B)(6) 2017 to (B)(6) 2018, clonazepam, cyclobenzaprine, escitalopram from (B)(6) 2017 to (B)(6) 2018, hydrocodone;paracetamol (acetaminophen;hydrocodone), nsaids from (B)(6) 2007 to (B)(6) 2017, omeprazole from (B)(6) 2017 to (B)(6) 2018, ondansetron (ondasetron) from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen), pregabalin from (B)(6) 2017 to (B)(6) 2018, salbutamol (albuterol) since (B)(6) 2011, trazodone and varenicline. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition:depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menstrual disorder ("menstruation issues"), infection ("infection"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (laparoscopy with removal of essure coils, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, infection, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain,abdominal, chronic, back pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: two attenuated portions of metallic material consistent with essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events added: abdominal, back pain, gen. Abnorm. Bleed, bladder problems, urinary problems. Outcome of events abnormal bleeding(vaginal), menorrhagia, dysmenorrhea was updated to recovered/resolved. Outcome of the event pelvic pain was updated from recovering/resolving to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.